Event description:
A nurse reported following intraocular lens (iol) implant surgery, a central inferior defect was noted in the lens. She stated the defect was affecting the pt's vision and lens was explanted and replaced with another iol. Add'l info has been requested.

Manufacturer narrative:
Product eval: the prod has not been received for eval. Prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/14/2011, 07/18/2011 and 08/01/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).